Event description:
The customer reported that during a routine check of the unit, the unit emitted a "system failure" alarm during the leak test. In addition, the recorder would not run during the diagnostics mode.